Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a brain lesion. The patient did receive medical intervention and reported to have seen a neurologist. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a brain lesion. The patient did receive medical intervention and reported to have seen a neurologist. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on (B)(6) 2024 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issure related to a CPAP device's sound abatement foam became degraded and caused a brain lesion, a severe sinus issue, and lung disease. The patient did receive medical intervention and reported having seen a neurologist. Section h6- health effect - clinical code has been updated in this report.